Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call was inquiring information regarding charging his bayer glucose meter before using it. During the call the customer reported he had a low blood glucose of 43 mg/dl, which he treated by drinking orange juice. Customer declined troubleshooting for the low blood glucose and only needed assistance programing meter to the insulin pump. Customer's most recent blood glucose was 105 mg/dl. The customer is not returning the insulin pump for analysis.